Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedances of greater than 125 ohms in triad configuration. It was noted that there was noise observed on the shock electrogram (egm) with pocket manipulation and isometrics that has been increasing since the patient's device replacement procedure. A revision procedure was therefore performed. During the procedure, after disconnecting and reconnecting the lead, shock impedance in triad was 52 ohms initially, then 86 to 88 ohms, and 83 ohms on a successive series of tests. Boston scientific technical services (ts) suggested performing a 1.1 joule and maximum energy commanded shocks; however, the physician elected to replace this lead and the patient's device. Then it was noted that the physician observed a superior vena cava (svc) tear during the extraction of this rv lead. It was unknown exactly when the tear occurred, or what caused the tear. The patient was moved to the operating room to repair the tear. It was unknown if this explanted lead was discarded, but if found, this lead will be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.